Event description:
Related manufacturer report number: 2017865-2024-01444. It was reported that the right atrial (ra) and right ventricular (rv) lead impedances were out of range. The ra and rv leads were explanted and replaced. The patient was stable.